Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air vent detached from the bd nexiva¿ diffusics¿ IV catheter extension set during use, and the needle was inserted into the vein before it was noticed. As a result, blood leaked from the device. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "another incident with diffusics where the air vent had detached from the extension set. The cannula was inserted into the patients vein before this was noticed. Blood subsequently leaked from the device. No further treatment required for the patient or the clinician due to blood exposure."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9056978 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was not returned for this issue, further investigation could not be performed by our quality engineer team. It is important to note that the vent plug is not checked for tightness during the manufacturing process. Per the instructions for use, the nexiva product should be inspected by the user to ensure that the vent plug is secure prior to use. At this time, further action within the manufacturing process has not been determined necessary by our quality team.

Event description:
It was reported that the air vent detached from the bd nexiva¿ diffusics¿ IV catheter extension set during use, and the needle was inserted into the vein before it was noticed. As a result, blood leaked from the device. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "another incident with diffusics where the air vent had detached from the extension set. The cannula was inserted into the patients vein before this was noticed. Blood subsequently leaked from the device. No further treatment required for the patient or the clinician due to blood exposure."